Manufacturer narrative:
(B)(6) the device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st150 set has been temporarily approved for use in the us under emergency use authorization eua (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.

Event description:
It was reported an external fluid leak was observed originating from the ¿black weld¿ of a prismaflex st150 set. The leak was detected visually with no alarm being triggered. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection of the set showed no anomaly. Functional air leak testing was performed (2 bar pressure) and a leak was observed at the level of the discharger ring. The lines of the set including spikes are provided by a baxter supplier. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was determined to be related to the supplier manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.